Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had an issue during open and close. During device part analysis inspection found that a section of the bearing retainer housing from a drawer rail was found at the back of the drawer, accompanied by a burn mark and burnt capacitor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for serial number (B)(6) was performed in salesforce. This review revealed no complaints associated with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was conducted from the manufacture date of 19 november 2018 to 21 february 2025. This review confirmed that the device has not been returned for servicing and that there was no production failures associated with it that correlate with the customer-reported issue. The field service engineer (fse) confirmed that drawer 3-1 had broken drawer rails. The drawer was returned for investigation. The inspection process of the returned drawer found that a section of the bearing retainer housing from a drawer rail was located at the back of the drawer. The drawer was found to have a capacitor that appeared to be burnt due to a thermal event. The bearing retainer housing also has a burn mark, which most likely originated from a thermal event involving a capacitor on the pyxisbus module controller board. Further examination also revealed that the retractor band was broken for drawer 3-2.